Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: 510k: this report is for an unk - screws: cortex/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no conclusion could be drawn at the time of filing this report. The product was not returned. Based on the information available, no further action is required at this time. Complaint information is trended on a regular basis to determine if further investigation is warranted. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient underwent a fracture fixation for a shaft fracture utilizing an lcp superior-anterior clavicle plate. Postoperatively, the patient experienced hand numbness. There was a union of fracture in about 12 weeks duration. Patient outcome is unknown. No further information is available. This complaint involves ten (10) devices. This report is for (1)unk - screws: cortex. This report is 6 of 10 for (B)(4).